Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during intraocular lens implantation surgery an ophthalmic knife was not sharp. The surgery was completed on the same day with the same knife. There was no patient health impact.